Event description:
Reportedly, after firing, the instrument was removed; however, the donut tissue of the jejunum could not be confirmed. Part of the esophageal mucosa was not cut completely. The surgeon then performed a leak test and converted to an open procedure.